Event description:
(B)(4). Chronic daily headaches, diminishing memory and concentration, night sweats, joint pain and deterioration, autoimmune diseases, hair falling out, bleeding gums, intermittent right side pelvic pain, bloating, anxiety, claustrophobia, etc.